Event description:
Information was received indicating that a smiths medical level 1® hotline® low flow system was reported to have a rack in a case. There were no reported adverse effects.

Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found a cracked enclosure and tank cover, outdated pcb and power switch, and faded line cord. Device was filled with water, temperature check attached and powered on. The complaint was confirmed as a result of a crack starting at the drain elbow. The problem source was determined to other; most likely wear and tear from turning the drain tube at the elbow back and forth. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.